Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor died on the motor device. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, made an unusual noise, stopped running and displayed an e6 code. It was further determined that the driveshaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being used during use, which is misuse/abuse and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.